Event description:
It was alleged that the surgeon experienced an intermittent issue with engaging the instrument from the surgeon console. No harm was reported in relation to this event. On the same day, the console was investigated and the issue could not be reproduced. At the time of this report, no further information has been provided.

Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. The analysis of telemetry did not find any malfunction of the clutch button. The surgeon console and the bedside unit were inspected twice and on both occassions the issue could not be reproduced. During the second inspection all relevant connections and connectors were checked and no damage was found. The cable connections in the surgeon console were removed and refixed. Subsequently, the system was used in surgery several times without any reported issues. The cables cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.